Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the phasix st mesh may have caused or contributed to the patient's recurrence. Recurrence is a known inherent risk of hernia repair surgery. Regarding hernia recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, phasix st mesh must be large enough to provide sufficient overlap beyond the margins of the repair/primary closure. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue. A review of the manufacturing records was performed and found that the lot was manufactured to specification. No action has been taken at this time, however as reported, intervention is required. If additional information is provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study (phasix st clinical study (B)(6)) experienced a hernia recurrence. (B)(6) 2017 - the subject patient underwent laparoscopic repair of a ventral umbilical hernia with implant of the phasix st mesh. Mechanical fixation was used. The phasix st mesh was positioned upon implant so that its edges extend beyond the margins of the defect by at least 5cm. (B)(6) 2018 - the subject patient presented for 18 month follow up. Upon physical exam, a hernia recurrence was noted. The hernia is documented to be within 5cm of the index hernia repair. This recurrence is assessed by the clinician to be mild in severity, possibly related to the study device and possibly related to the index procedure. As reported intervention is required, however a revision date has not been scheduled at this time.